Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported to company representative that during a lasik procedure the patient bed was moving downward. Reporter indicated the surgeon had to stop and refocus two or three times until the uncontrollable bed movement stopped. Reporter relayed the procedure was completed and there was no patient harm; however the procedure time was delayed. Additional information has been requested.

Manufacturer narrative:
During the onsite visit the fse (field service engineer) replaced the z-motor of the patient bed and performed adjustment. The failure analysis shows the problem can be reproduced. The root cause was related to the z-motor. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Upon further follow up, the reporter indicated the bed movement only occurs before the laser starts, once the laser starts no movement occurs. All procedures were completed with no patient issues.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).